Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary. A lobectomy was being performed. The issue did not occur after a system fault, and the jaws were not stuck on tissue nor was there any adverse effect to the grasped tissue or unexpected tissue removal. There was no bleeding or injury to the patient, and the procedure was completed robotically with a new instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument's jaws would not open. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged set screw from the grip open ring. As a result, the instrument jaws would not open or close properly. The screw was not found inside the housing. There are no signs of potential fragments. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. The complaint was confirmed by failure analysis.